Event description:
The customer stated that she tested her blood glucose because she felt ill and received a reading of 26 mg/dl. She drank a soda and retested 11 minutes later. Her reading was 399 mg/dl. She then ate some yogurt and retested 20 minutes later. Her reading was 53 mg/dl. The customer did not require any outside medical attention. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.